Event description:
It was reported that the procedure was to treat a lesion in the mid left anterior descending (mlad) artery. The 4.5 x 20 mm nc trek rx balloon dilatation catheter (bdc) was soaked and prepared (air aspiration) outside the anatomy prior to use and was used in a kissing balloon technique. There was no resistance during advancement. The balloon was inflated twice, 7 seconds at 12 atmospheres (atms) and 14 seconds at 14 atms, and ruptured. Another balloon was used to complete the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported balloon rupture. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. Na.